Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the male external catheters from the last box of supplies were not sticking. Per sample evaluation from investigator via email on 16jun2022, a strong adhesive result was found.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Visual evaluation noted 1 male external catheter was received in original packaging with no defects present. However, during sample preparation adhesiveness was found as product crimped up on the sides after cutting it. Therefore, product does not meet specification. Picture of adhesiveness attached in the investigation overview element. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review was not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the male external catheters from the last box of supplies were not sticking. Per sample evaluation from investigator via email on 16jun2022, a strong adhesive result was found.